Event description:
It was reported that during set up for a procedure, the handpiece continued to operate after the pedal of the tps bi-directional footswitch was released. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during set up for a procedure the handpiece continued to operate after the pedal of the tps bi-directional footswitch was released. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.